Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return, therefore the details of the actual condition of the sample as was unable to be determined. Since the lot number is unknown, no evaluation was performed. A total of fifty-four (54) complaints were received from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or production process. Most of the problems are related to usage particularly due to improper activation (not activating on a hard and flat surface in a quick and firm motion). Simulation through manual sheath activation was conducted on the representative samples. An audible click was heard indicating successful safety activation. The needle is fully engaged under the lock (sheath tooth) and no irregularity during and after activation was encountered that may lead to the complaint. The root cause of the complaint could not be identified. The actual sample is not available for evaluation and no retention sample and records were verified since the lot number is unknown. We have not encountered difficulties or any irregularity during the simulation of the representative samples through manual sheath activation. Moreover, a series of inspections are being performed during in-process and we have an outgoing inspection to check the overall condition of safety needles. Only passed lot samples will be shipped for distribution. We advise following the instructions for use (IFU) indicated in the leaflet for the proper usage of sg2 safety needles in which warnings to prevent needle sticks, cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility nurse reported a product safety concern that was experienced with the involved terumo surguard 2 safety hypodermic needle. The syringes come prefilled with the depo provera contraceptive injection. The needle safety clasp falls completely off the device. The patient administrating the injection and the patient received the injection were not injured during the event and medical/surgical intervention was not required. The event occurred intra-operative. Additional information was received on 19 oct 2023: there was no visible damage to the device. The plastic piece attached to the needle itself did not come off. It was just the outer clasp that detached from where the safety cap and needle meet at the base. The incident happened at time of injection administration. The safety clasp fell off onto the floor prior to removing the needle from my patient's arms. Overuse of force was not applied when the safety was activated or when the needle was attached to the syringe.